Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 423 mg/dl. The customer declined troubleshooting for high blood glucose. The customer did not know basal and bolus wizard setting and need assistance in setting up the insulin pump. The customer was advised to use backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.